Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy and there was no fluid in either of the cuffs. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy and there was no fluid in either of the cuffs. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon, 2 occlusive cuffs, and a control pump of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. Inspection of the pump and cuff components revealed no damage or irregularities. The pump and first cuff components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the pump or first cuff. Product analysis did not identify a malfunction with the pump or first components. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the balloon shell. The damage appears to be consistent with explant damage or removal of the device. The second cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff leak was identified in the cuff shell. The damage appears to be consistent with wear at a fold in the cuff component. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported fluid leak; however, is unable to confirm the reported atrophy. Based on the information available and analysis results, the reported fluid leak was confirmed however, the reported atrophy was unable to be confirmed.